Event description:
During the procedure, the generator would not increase temperature and the procedure was cancelled. The temperature would not ablate at 80 degrees. The patient was under general anesthesia and needles were placed but denervation was not possible. The temperature settings were changed from automatic to manual and the cable and probes were replaced with no resolution. There were no adverse consequences to the patient due to the cancellation.

Event description:
During a sacroiliac denervation procedure, the generator would not increase temperature and the procedure was cancelled. The temperature would not ablate at 80 degrees. The patient was under general anesthesia and needles were placed but denervation was not possible. The temperature settings were changed from automatic to manual and the cable and probes were replaced with no resolution. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
The generator was powered on successfully. The temperature board was found inoperative confirming the reported temperature issue. The temperature board was replaced and the unit functioned properly. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to the temperature board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.